Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the right atrial (ra) lead was oversensing and remains in use.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the atrial fibrillation (af)/ atrial tachycardia (at) episode classified by the device, appeared to be potential t-wave oversensing (twos) on the right ventricular (rv) lead. The patient experienced chest pain. The rv lead remains in use. No further patient complications have been reported as a result of this event.